Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the quick release while the patient was sleeping. The site location was patient's left arm, and the pump was located on the left side of her body. The infusion set was in use since (B)(6) 2023. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information was available.